Event description:
The customer reported that there was no image on the system. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced the memory on the stenoscope. The system operates as intended.